Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad trace. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery and failed battery test or off no power alarm noted. Insulin pump received with minor scratches on display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received button malfunction and button error alarm. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.